Event description:
A pt experienced an overdose and was admitted to a hospital in serious condition. The pt was described as obtunded, and having an altered mental state. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)